Manufacturer narrative:
Per tandem¿s t:flex user guide: humalog has been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing elevated blood glucose levels in the 300's (mg/dl) and that the pump declared multiple occlusion alarms, but the customer claimed that it annunciated some of the time. The customer has changed the tubing/site and delivered a bolus via the pump. Reportedly, the insulin had been in use for 4-5 days. Troubleshooting did not occur with tandem's technical support as the alleged issue occurred in the past.